Manufacturer narrative:
The DHR was reviewed and the implant was manufactured to specifications. Only a portion of the implant was returned for inspection. The piece was inspected and the features that could be inspected were found to be within specifications.

Event description:
A device broke while the surgeon was trying to implant in the patient. The distal portion of the implant was left in the patient and the surgery was completed without patient injury.